Manufacturer narrative:
Upon clarification from the customer, this MDR was identified to be a duplicate of 1416980-2017-03218. All further information regarding this event will be submitted in 1416980-2017-03218.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked from the ¿vent¿. This occurred while a drug vial was being changed and the new vial was being spiked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.